Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event

Manufacturer narrative:
The customer reported recognized ring artifacts were present on scan data. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse evaluated the system and determined a crack in the compensator of the a-plane collimator to be the cause of the artifact. The a-plane collimator assembly was replaced and the system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.